Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a red and bumpy rash under the front therapy electrode pad and a red mark under one of the electrodes. During a follow up, the patient's wife reported that the patient saw his doctor who advised to use a hydrocortisone cream and a steroid cream. The irritation had cleared after using the creams.